Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the insulin cartridge in the patient's infusion device was leaking insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result the one used and four unused received cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.